Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. During device analysis, the device worked as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the valve was not entirely closed; thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80-90% stenosed lesion in the mildly tortuous saphenous vein graft (svg) to diagonal artery. During the procedure, air bubbles were observed in the copilot. The co-pilot was exchanged and air bubbles were noted in that copilot as well. A third copilot was used to successfully complete the procedure. No air was noted in the patient and the patient did not experience any adverse events or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other copilot device is filed under a separate MFR number.